Manufacturer narrative:
Attempts to follow up with the customer to get additional information were unsuccessful and are ongoing. The original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The broken damaged issue for the prior to rev l transformers is currently being investigated under (B)(4).

Event description:
The customer reported that the housing for the pump in style power adapter broken into pieces after she dropped it. This is a safety issue.